Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and pacing inhibition. Subsequently, the patient underwent a revision procedure and the ra lead was surgically abandoned and replaced. The physician also elected to surgically abandon and replace the right ventricular lead and replace the device as well for unrelated reasons. No additional adverse patient effects were reported.